Event description:
Nellcor puritan bennett received a call from user facility representative on 11/10/1999, who called to report the following problem: unit will not cycle with constant low pressure alarm.